Manufacturer narrative:
Information not available/not provided per EU regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. (B)(6). Initial reporter health professional - health professional?: information not available/not provided. Initial reporter occupation - occupation: information not available/not provided. The intraocular lens (iol) has not been received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported that the doctor stated that during implantation of iol (intraocular lens), its haptics were destroyed. No daily activities affected. Through follow-up it was learnt that the issue was discovered during outcoming of the lens from the cartridge; the lens was fully implanted into posterior chamber; and the iol was removed right after implantation, and was replaced by another iol. No further information has been provided.